Manufacturer narrative:
Based on the initial escalation analysis, it was observed that there was sensor suspend alert due to 4 consecutive suspicious calibrations. However, the 10 fingerstick calibrations leading up to the sensor inaccuracy were in good agreement with the sensor readings. Per the review of the raw sensor data, the optical channel measurements were within the expected range and following the sensor suspend alert, the sensor readings were in good agreement with the fingerstick measurements after the sensor suspend at the time. Due to customer experience, the RMA was authorized but it has not been received, therefore no further investigation could be performed at this time. D4. Updated additional device information h3. Device evaluated by manufacturer? No,not returned to manufacturer h4.device manufacturer date updated 28 jan 2020. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021, senseonics was made of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.